Event description:
It was reported that during a da vinci s thyroidectomy procedure, a prograsp forceps instrument was not working. A surgeon complained it was hard to use and a nurse found out wire was lengthened and broken away the procedure was completed and a customer didn't change new instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.